Manufacturer narrative:
The manufacturing and quality control release testing were reviewed for test base lot m168322 and they met release specifications. Additionally, the retain kits were tested with abbott diagnostics (B)(4) limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. All tests performed as expected with no false positive results observed. The manufacturing records and quality control release testing were reviewed for kit part number 191-000 / lot m168322 and test base part number 190-430 / lot m168322. Quality control release testing met specifications with no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing as expected. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000.

Event description:
The customer reported false positive results with the ID now covid-19 assay with a nasopharyngeal sample. Pcr confirmation testing was performed with an unknown platform and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The correct date of the initial report field (b4) should be 18feb2022.